Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). Device history records were reviewed for the femoral component and no deviations or anomalies were found. This device is used for treatment. Updated information was received with primary operative notes, revision operative notes. Operative notes from the primary surgery confirm that the patient underwent a computer-assisted right total knee arthroplasty with unresurfaced patella due to bone-on-bone osteoarthritis on the right knee. It was noted that the patient had a complete articular cartilage loss in the medial compartment and the posterior femur. The femoral component was cemented and the monoblock tibial component was directly impacted into place. Revision notes identified that the patient was revised due to painful total knee. Both the femoral and the tibial component were well-fixed. However, it was noted that the patient had exposed bone compatible with advanced osteoarthritis of the patella. Therefore, a patellar arthroplasty was performed to ream the patella with synovectomy. A product history search identified no other reported complaints for the part and lot combination of the femoral component. A definitive root cause cannot be determined with the information provided. The information provided on this form was previously submitted under manufacturing report number 1822565-2015-01622.

Event description:
It is reported that the patient underwent a procedure to implant a patella component due to pain. During the procedure the surgeon had to perform a synovectomy to allow visualization of the already implanted components.